Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued. Attorney represented.

Event description:
Customer alleges she was driving a loaner power chair in her home when the chair was rolling slowly and then suddenly sped up over a distance of 4 feet and threw her against a door jam in her home sustaining injury.

Manufacturer narrative:
The serial number and date of manufacture have been updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued. Attorney represented.

Event description:
Customer alleges she was driving a loaner power chair in her home when the chair was rolling slowly and then suddenly sped up over a distance of 4 feet and threw her against a door jam in her home sustaining injury.

Manufacturer narrative:
The model number, serial number, date of manufacture, and 510(k) number have been updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued. Attorney represented.

Event description:
Customer alleges she was driving a loaner powerchair in her home when the chair was rolling slowly and then suddenly sped up over a distance of 4 feet and threw her against a door jam in her home sustaining injury.

Manufacturer narrative:
The model number, serial number, and date of manufacture have been updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued. Attorney represented.

Event description:
Customer alleges she was driving a loaner power chair in her home when the chair was rolling slowly and then suddenly sped up over a distance of 4 feet and threw her against a door jam in her home sustaining injury.

Manufacturer narrative:
The case was dimissed. Attorney represented.

Event description:
Customer alleges she was driving a loaner powerchair in her home when the chair was rolling slowly and then suddenly sped up over a distance of 4 feet and threw her against a door jam in her home sustaining injury.